Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with high powers on their ventricular assist device (vad) and grinding sound in the chest. On admission, the patient had an elevated lactate dehydrogenase (ldh), cola colored urine and audible grinding sound in the chest. The patient received heparin, then switched to tirofiban, and then tissue plasminogen activator (tpa). Power level and ldh decreased and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: date MFR received for the initial report is 01/16/2018. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed a gradual increase in power consumption starting (B)(6) 2018 to parameters above normal operating range; however, no alarms were logged within the analyzed period. It is possible that a thrombus contributed to the imbalance of the impeller, thus causing the labored or ¿grinding¿ pump sound. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.